Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and topical skin adhesive was used. During the procedure, the doctor used chloraprep. A few days after the second knee procedure, which was done approximately six weeks after the first knee surgery, the patient experienced an allergic reaction or hives. The patient was treated with steroids and the topical skin adhesive was peeled off/removed. Additional information has been requested.